Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise that was oversensed, resulting in inappropriate anti-tachycardia response (atr) episodes. The lead safety switch was displayed on the programmer for the ra lead. No out-of-range impedance measurements were noted in the daily measurements, and the weekly averages did not reveal a specific impedance issue. A chest x-ray was performed; the outcome was not reported. No adverse patient effects were reported.

Manufacturer narrative:
The right atrial (ra) and right ventricular (rv) leads were programmed to unipolar for pacing and sensing, and the physician planned to evaluate the patient again in three months. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.